Event description:
Customer stated that the hi/lo head end of the bed wouldn't stay up.

Manufacturer narrative:
Technician inspection revealed that the hi/lo head up and down solenoids were stuck open. He replaced 4 solenoid valves to resolve the issue. No reported injuries.